Event description:
Per the clinic, the patient experienced a loss of osseointegration, pain and sore issues resulting in fixture loss (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on april 17, 2024.